Manufacturer narrative:
Product event summary: analysis found an error code displayed due to the mpu (main processor unit) printed circuit board assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer could not be programmed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: additional analysis confirmed that the programmer powered up to a system error. The hard drive was reimaged and software was reconfigured and reloaded. It was also found that the hollow gasket was missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.